Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. (B)(6). Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Information was received based on review of a journal article titled, "hybrid total knee arthroplasty: 10- to 16- year follow-up" which aimed to study if the results of hybrid total knee arthroplasty, consisting of an uncemented femoral component and a cemented tibial component, will equal those of total knee replacement fixed with cement at long-term follow-up. This study consisted of (B)(4) consecutive primary hybrid total knee arthroplasties in (B)(4) patients between 1993 and 1995 performed by a single surgeon. The article reported the following complications: 90 patient deaths prior to the minimum ten year follow-up; 6 revisions due to sepsis greater than one year postoperatively; 1 revision due to loosening of all components; 2 revisions due to instability; 2 revisions due to fracture; 7 revisions due to poly wear; 3 revisions due to patellar loosening; 1 revision due to aseptic loosening. In conclusion, these results show that primary hybrid total knee arthroplasty can achieve excellent fixation and a low incidence of osteolysis at 16 years follow-up.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the following sections were updated: added additional information, catalog and lot number, type of reportable event, method, results, and conclusion codes, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A review of the article identified ninety (90) patients that died for unknown reasons prior to the minimum ten year follow-up. Attempts have been made and no further information has been provided.